Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level. Troubleshooting could not be performed as the events had occurred prior to contacting tandem technical support. The customer declined to give further information regarding the reported issue. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.